Event description:
It was reported there was a lead migration. The lead migrated up to t8 from the original t11 location. The migration occurred following a yard work fall. Patient status was noted as alive with no injury. Patient was receiving less than 50% therapy relief at the lead location. The lead was revised to the original position. All issues resolved and the patient had coverage in the appropriated areas.

Manufacturer narrative:
Concomitant products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer patient. (B)(4).